Event description:
This lead was capped and replaced due to loss of capture. The pacemaker was replaced at the same time because when the lead was disconnected there was fluid in the header and the physician was concerned that there may have been an issue with the device as well. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.